Event description:
Report rec'd of pt pendant delivering unrequested boluses. Customer contact reported that one pendant delivered unrequested boluses when jiggled; however, there was no pt connected at the time. A second pendant was observed to deliver an unrequested bolus, however, the tubing cassette and was in place, a check cassette alarm occurred, and the bolus did not deliver to the pt. The customer contact reported that there was no prior suspicion of pendant malfunction and no prior reports a similar incidents. No further info was available.